Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications and the flex trace was cracked at the pin connection. This report is made based on results of investigation completed on 09/19/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: evaluation revealed that the black box recorded loss of prime with non-zero force and load step malfunction. Investigators performed pump rewind, load, and prime with no loss of prime. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. The force sensor calibration was out of specifications, it was low. The force sensor flex trace was cracked at pin connection. (B)(6).